Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6), has been returned and investigated. The sensor plug is fully seated and no issues were observed on sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 6 (indicating early termination). Inspected the plug assembly, no failure modes were observed. De-cased the sensor. And replaced the battery. Attempted to reprogram sensor with known good battery. However, the sensor was unable to be reprogrammed. Visual inspection was performed on the returned pcba (sensor¿s printed circuit board assembly) and identified contamination, due to liquid ingress. Removed the returned battery. And replaced it with a known good battery, after it was found to be measuring below specification. The sensor patch was successfully reprogrammed and performed a linearity test. All results were within specification. The DHR shows that the returned product passed all tests on the manufacturing line. This issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported, receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.